Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated multiple replace battery alarms and short battery life. The battery was not returned with the pump for investigation. Visual inspection revealed that the battery compartment and cap are intact with no evidence of physical damage. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex or battery connections. The complaint regarding the hot pump could not be duplicated on investigation. Evaluation revealed that two integrated circuit chips had failed.

Event description:
The patient reported that the pump and battery became hot after a battery change. There was no reported harm or injury as a result of the temperature issue. The patient confirmed that there was no damage to the battery compartment or cap; there was no corrosion in the battery compartment or on the battery; and the battery cap was secure to the pump at the time of the incident. She stated that the pump was not exposed to water/moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.